Event description:
Pt was hospitalized for hypoglycemia. Pt reports they passed out after eating dinner, and spouse took pt to the emergency room. Pt was wearing suspect device at the time. Pt reports they have since then experienced some low blood glucose readings. Device passed all technical inspections.